Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported visualization of particles with the CPAP device's sound abatement foam. The manufacturer received additional information alleging difficulty breathing,wheezing,chest pain. There was no allegation of serious or permanent harm or injury. Section b3,g3,h6 has been corrected/updated.